Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The j702 component was broken off from the distribution node pca. The root cause for the missing trunk cable was physical abuse. There were no adverse events associated with the damaged electrode belt.